Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency department (ed) on (B)(6) 2025 after being found down at home by their family. The patient arrested at home where the patient received return of spontaneous circulation (rosc) before being transported to the hospital. In the ed, the patient once again arrested and received resuscitation efforts for at least 30 minutes before family and medical staff made the decision to cease efforts and withdraw care. The patient was pronounced dead at 23:52 on (B)(6) 2025 and the left ventricular assist device (lvad) was turned off at approximately 00:15 on (B)(6) 2025 after the lvad team was called for assistance. On interrogation it was noted that the driveline was disconnected initially at 22:19 on (B)(6) 2025 and remained disconnected with pump off alarms for approximately 20 minutes, at which time it appeared parameters returned to acceptable ranges before again triggering low flow hazards and labile parameters until the time of death. The patient¿s backup system controller was not available for further information. It was unclear why the pump remained off for 20 minutes before being restarted. Log files were sent for review. The pump stop was caused by the driveline being disconnected on (B)(6) 2025 at 22:19:34 and reconnected at 22:39:24. Once the driveline was reconnected, the pump returned to operating at the set speed. Just prior to the driveline disconnect, the patient switched from battery power to the mobile power unit (mpu) without any issues. On 25may2025 at 22:53:33, a low power hazard & multiple other associated alarm types occurred. This was caused by power to the mpu being briefly interrupted. On (B)(6) 2025 between 23:18:26 and 0:10:47, intermittent low flow alarms occurred. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues that caused these events. The low flow events seemed to be a patient hemodynamically related issue and not a ventricular assist device (vad) related issue. The file ends with the driveline disconnected on 26may2025 at 00:13:47 and the pump stopped. The mcs equipment appeared to have operated as intended. The mpu was noted to be a part of the recall. It was advised that the mpu and controllers be sent back for analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an irregular driveline disconnect alarm was able to be confirmed during review of the submitted log file from the heartmate 3 system controller (serial number: (B)(6)). The event log file from this controller contained information spanning approximately ~3 days (19:47:58 (B)(6) 2025 to 10:14:09 (B)(6) 2025 per timestamp). On (B)(6) 2025 from 22:19:34 - 22:39:27 pump off, low flow, and driveline disconnect alarms were observed while connected to the mobile power unit (mpu). These alarms activated due to internal subfaults which indicated that both power and communication signals had been lost. At 22:39:28 power and communication signals were restored. The pump was able to achieve the fixed speed and resumed normal operation. The controller was disconnected from the pump and shut down at 0:15:18 on (B)(6) 2025. No products related to this event have returned to abbott for further analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the observed alarms cannot be conclusively determined through this analysis. The device history record for the system controller (serial number (B)(6)) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 instructions for use with heartmate touch and abbott heartmate 3 left ventricular assist system patient handbook are currently available. Section 2 of the patient handbook warns the user to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. Section 2 also provides instructions for how to properly perform a system controller exchange. Section 7 of the IFU and section 5 of the patient handbook both describe the alarms which occur on the system controller, including those associated with driveline disconnect, driveline power fault, and backup battery fault conditions. Section 6 of the patient handbook describes how to care for and clean the heartmate equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.